Manufacturer narrative:
E1 - event site name - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by direct call from the customer to the emergency support program, that during use of sensation plus 50cc balloon catheter there was a fiber optic sensor failure alarm, arterial waveform with artifact and iab malposition. No harm to the patient was reported.